Event description:
Information received indicates six small e-clips and two large e-clips holding the siderail bar and the siderail support arms are popping off.

Manufacturer narrative:
Hill-rom initiated a field corrective action, internally known as "mod 414" which will replace the siderails with corrected units.